Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a blood ingress. There was no patient harm reported.

Manufacturer narrative:
Fse checked the unit and observed that the unit had blood ingress. So, in order to fix the issue, the fse replaced the safety disk and the pneumatic interface module. The unit then passed all manifold tests and functional tests to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a blood ingress. Here was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.